Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in common device name and PMA#. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6 mm x 4 cm balloon. The unbranded guidewire was returned stuck in the catheter. The distal tip of the guidewire was protruding 0.3 cm from the distal tip of the catheter. A slight bent was noted in the tip of the guidewire; it is unknown if this occurred during the user's insertion attempts. No other anomalies were noted to the catheter. Functional/performance evaluation: the guidewire was unable to be removed from the catheter; resistance was encountered. With the guidewire in place, an attempt was then made to insert the device into an in-house 6fr introducer sheath. The balloon was able to be inserted through the introducer sheath without issue. The device was unable to be inserted through the three 5fr sheaths returned with the catheter. The catheter was then attached to an in-house inflation device. The balloon was inflated with water, and was able to be inflated to nominal and the rated burst pressure (rbp) without issue. The fully inflated balloon was inspected under microscopic magnification (16x) and peeled pebax was noted approximately halfway up the barrel of the balloon. The balloon was able to be deflated without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The device is coiled on a brown paper towel, with a guidewire inserted through the catheter. The distal tip of the guidewire is visibly protruding from the distal end of the catheter. The refold tool is covering the proximal end of the balloon and glue joint. Three introducer sheaths are located next to the pta balloon. Each of the introducer sheaths are labeled with "5fr". However, the sheath manufacturer identity could not be determined based on the photo. No anomalies can be identified with any of the visible devices. Therefore, based on the photo the investigation is inconclusive for the alleged insertion issues. Conclusion: per the reported event details, the user attempted to use a 5fr introducer sheath for the procedure. The current instructions for use (IFU) states, "the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label." This device is labeled for use in a 6fr sheath. It is likely that the peeled pebax was due to the attempt to insert the balloon through a smaller sheath. However, the root cause for the guidewire incompatibility could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Use of the conquest pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty procedure, the pta balloon allegedly failed to be inserted into the sheath. There was no patient contact.